Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that after connecting the impella cp pump to an automated impella controller (aic), an error message appeared indicating that there was no placement signal. The pump was removed and replaced in response to the failure. There was no noted patient injury.